Manufacturer narrative:
(B)(4). Batch # l53e27. The analysis results showed that one ecr60w reload was received fully loaded, with the pan partially detached from the cartridge. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the doctor was performing a laparoscopic nephrectomy, opened the reload and couldn't get the reload to attach to the jaws of the endocutter. The doctor removed the reload and noticed the right side of the steel sled was bent out. The left side was still intact. A second reload was used to complete the procedure with no consequence to the patient.